Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no calibration was possible on the high left side of the programmer screen. The programmer has not been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: at analysis the stated reason for return of no calibration on part of the screen was unable to be confirmed however it was noted that an error was found in the software history. The touch screen connector was cleaned and reseated, the touch screen was calibrated, new software was installed and the device was cleaned. It then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned to service.